Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. Analysis of the pump, model # 8637-20, serial # (B)(4), found no anomaly. The pump, (B)(4). Catheter, (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (1000.0mcg/ml, 48.0mcg/day) and bupivacaine (4.5mg/ml, 0.2161mg/day) in an implantable pump for non-malignant pain. The pump was replaced because the patient did not come in for a refill. The pump was running with no medication for 10 days. A routine catheter dye study was performed prior to the replacement on (B)(6) 2016 and the hcp was unable to aspirate cerebrospinal fluid (csf) from the catheter. The pump segment and connector were also replaced; spinal segment remained in use. The patient's status at the time of the event was stated to be alive with no injury. No symptoms were reported. History: bone stimulator in low back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.